Event description:
The customer claimed that during an automove, the gantry went in the wrong direction and made contact with the pt. The therapist did not notice that the gantry was heading towards the pt. The motion was stopped when the pt's voice was heard over the intercom. The machine was powered down and the pt was removed from the table. The system was powered back up and normal operation restored after all systems had initialized and faults cleared. Although the report indicated that the pt was injured, it was also reported that there was no observable impact on the pt.

Manufacturer narrative:
Although still under investigation, there was a reported injury in this case, and varian has determined that an MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).